Event description:
On november 15, 2007 at 2:30pm, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultramini meter is giving error 5 messages. Per the owner's manual, error 5 indicates that the meter has detected a problem with the test strips. Possibly causes are test strips damage or an incompletely filled confirmation window. The patient indicated that the reported issue began in 2007 at 11am. Twenty-two days later, between 9pm and 11pm, the patient developed symptoms described as "nausea, vomiting, headache, and felt faint." The patient was tested on an emt meter obtaining a blood glucose test of "29 mg/dl." The emergency services treated the patient with IV glucose. The patient indicated that she did not take any action in regards to diabetes treatment during the time of concern. It would have been helpful to obtain the following information: testing frequency, diabetes medication regimen, lfs meter readings prior to that day, food intake, date and time of symptoms, and hospital diagnose and treatments. During troubleshooting, the reported issue was not resolved, as the patient did not have any lfs test strips. The complaint is being reported because the patient reportedly became hypoglycemic and was treated with IV glucose after the reported issue started. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.